Event description:
It was reported that a post market clinical study pt with colorectal cancer underwent a kyphoplasty procedure on levels l5, t11 and t12. One day postoperatively, an x-ray revealed cement extravasation superior to level t12. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.